Manufacturer narrative:
(B)(4). Although a temporal relationship between the diagnosis of peritonitis based on nephrologist review of final peritoneal fluid culture report and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the peritonitis. There is no identifiable cause/etiology for this peritonitis event. Additionally, there is no apparent allegation against any fresenius products or cycler. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was discovered this peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2017. During a service call on (B)(6) 2017 the patient reported experiencing drain complications and noticed ¿the effluent appeared yellowish and cloudy¿ and went to the pd clinic. A culture test was performed and patient did not yet have the culture results. On (B)(6) 2017 during a follow up call to the patient it was revealed the patient presented to the peritoneal dialysis (pd) clinic on (B)(6) 2017, was cultured and diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) reported there were no fluid leaks during continuous cycler-assisted peritoneal dialysis (ccpd) treatments or prior to the infection. The patient stated he was continuing with ccpd therapy with the cycler without further issues. Review of medical records and nephrologist progress notes revealed the patient experienced chronic nausea and vomiting, and a cloudy drain bag. The effluent peritoneal fluid culture was performed, and final results were no growth on (B)(6) 2017, the pdrn called the patient to review culture results and was being treated outpatient with ancef (1 gram intraperitoneal (ip)) and fortaz (1 gram ip), with the last dose being administered on (B)(6) 2017. On (B)(6) 2017, the patient started vancomycin (1.5 grams ip) with repeat administration on (B)(6) 2017 with a dwell time of 6 hours. Furthermore, the patient was reportedly showing improvement and continuing ccpd therapy with ip antibiotic therapy.